Event description:
The device shuts down while taking readings. This has been an ongoing problem. The rptr stated that the device was purchased approx 18 mos ago. The rptr previously reported this problem and others that occurred with the device involving other serial numbers through medwatch report 1000997.